Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unspecified alarms occurred. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy. Customer declined troubleshooting with tandem technical support, and declined to provide further information.